Event description:
It was reported via clinical study that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, patient underwent a closed reduction on (B)(6), 2012, to correct a dislocation. No further information has been provided to date.

Event description:
It was reported via clinical study that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a closed reduction on (B)(6) 2012, to correct a dislocation. It was additionally reported that the patient dislocated again on (B)(6) 2012. The patient was revised on (B)(6) 2012. The modular head and acetabular cup were removed and replaced.

Event description:
It was reported via clinical study that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, patient underwent a closed reduction on (B)(6), 2012, to correct a dislocation. It was additionally reported that the patient dislocated again on (B)(6), 2012 and a revision procedure is planned.

Manufacturer narrative:
Explanted date - still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions". This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00364).

Event description:
It was reported via clinical study that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, patient underwent a closed reduction on (B)(6), 2012, to correct a dislocation. It was additionally reported that the patient dislocated again on (B)(6), 2012. The patient was revised on (B)(6), 2012. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay new information about a revision procedure and that explanted product is being evaluated. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned component found the appearance was consistent with the reported multiple dislocation of the joint. Based upon the appearance of the part, wear rates did not appear to be excessive. Corrected data: to correct date of closed reduction procedure and to clarify that the acetabular cup and modular head were removed in the revision procedure that occurred on (B)(6) 2012.

Manufacturer narrative:
Additional information was received that patient dislocated again and that a revision procedure is planned.